Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The subject device was not returned for evalution, and the user's request could not be confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. Cause cannot be established due to no findings available. However, factors that may have contributed to the reported event are: faulty ccd, damaged cable, or damaged connector. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: olympus will continue to monitor field performance for this device.

Event description:
The customer reported the camera head "image is flickering". The problem occurred during preparation for use/prior to sedation. There were no reports of patient harm.